Manufacturer narrative:
The reported events of separation failure and device dislodgement were not confirmed, whereas the reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that the rvlp was difficult to release from the catheter, the physician pulled on the catheter and the device dislodged during tether mode. The rvlp was removed from the body and the helix was found extended. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. The patient was stable and discharged the same day.

Manufacturer narrative:
Correction: b5 - indicate the lp was unable to be released, it was previously reported as difficult to release. Correction: h6 - updated medical device problem code to separation failure, it was previously reported as difficult or delayed separation

Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that the rvlp was unable to be released from the catheter, the physician pulled on the catheter and the device dislodged during tether mode. The rvlp was removed from the body and the helix was found extended. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. The patient was stable and discharged the same day.